Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation records received alleging injury, corrosion, friction wear, release of toxic cobalt-chromium metal debris into the plaintiff's tissue surrounding the implant, pain, partial or complete loss of mobility and loss of range of motion. Doi: (B)(6) 2005; dor: (B)(6) 2017;(right hip).